Event description:
Customer reported via phone, the insulin pump alarmed no delivery during bolus. Customer's blood glucose was unknown. Customer was advised to remove site and it wasn't bent. Customer has been on the insulin pump for three days and it was the second occurrence of an occlusion. Customer was advised to use other infusion set as the current one was occluded. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.